Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech for evaluation. A visual inspection, and force test of the returned device was performed following johnson & johnson medtech procedures. Visual analysis revealed reddish material inside the pebax. A microscopic examination was performed and it was observed a separation between pebax and electrode. The force feature was tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax separation is related to the manufacturing process of the device. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Always zero the contact force reading of the catheter following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. Refer to the instructions for use for the carto¿ 3 system for instructions on how to zero the contact force reading. Do not use if the package is opened or damaged. This product issue will be addressed through j&j medtech¿s quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode. It was initially reported by the customer that when coming on ablation the force vector turned to itself and the force reading went from 8 grams to 30 or 40 grams on the carto® 3 system. The cable was replaced without resolution. The catheter was replaced and the problem was resolved. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 21-feb-2025, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and the electrode and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿separation¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.